Event description:
A pt developed endophthalmitis after receiving a tecnis z sharp 9000 intraocular lens, diopter 20. The pt had positive staphylococcal epidermitis/coagulase negative staphylococcal infection which confirmed the endophthalmitis. The pt also received healon 5 as a viscoelastic to aid the lens implant. The pt was treated with antibiotics and at the time of this report has recovered while the tecnis z sharp 9000 lens remains implanted. The reporter feels the endopthalmitis was caused by the pt's non-compliant behavior post-operatively. The pt picked up their 3-year old immediately post-operatively, and missed their post-op telephone follow up call because pt was at the gym.